Event description:
During a coronary stent procedure of a pre dilated lesion in the rca, the physician experienced difficulty crossing the lesion. The physician elected to retract the delivery/stent back into the guide catheter. The stent dislodged at the guide catheter. In an attempt to prevent the stent from migrating distally, the physician pushed the stent with the balloon towards the starting level of the segment 2 lesion. They then took a bx stent of the same size, and was able to cross the lesion. The bx stent was successfully deployed and at the same time, the underployed express2 was secured with the bx stent against the rca vessel wall.